Manufacturer narrative:
(B) (4). The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. However, x-ray review found multiple lateral views immediately post op and 3 weeks post op who a spacer and plate at l5/s1. Initial films show good position. Three week post op film shows collapse subsidence at l5 and spacer allowing l5 to collapse and pull off of the l5 screws.

Event description:
It was reported that a patient underwent an anterior lumbar interbody fusion using screws, a plate and a vertebral body replacement device. Approximately 3 weeks post op the construct failed. A revision surgery was performed and the hardware was explanted.